Event description:
During the device interrogation performed 2 days after implantation, the pt was in atrial fibrillation. The f/u began with magnet application: upon magnet removal, the pt spontaneous rhythm was very slow. Since pt was symptomatic, magnet was applied again: normal pacing operation was observed upon magnet removal.

Manufacturer narrative:
(B) (4) - since the device remains implanted, the programmer files were reviewed. Conclusion: the device operated within specifications: the observed differences are related to interactions between magnet mode, safer and fms mgmt. There was no pt safety issue.